Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) patient experienced vaginal extrusion of altis suture after altis procedure. Date of implant procedure: (B)(6) 2016 (with hysterectomy). Date of onset event: (B)(6) 2016 description of the event: on (B)(6) 2016, patient reported to investigator intermittent discomfort during intercourse. On (B)(6) 2016, investigator saw patient and noted that tensioning suture of altis was too long on the left side and a simple section of device (cut suture) was planned. The patient's pain increased prior to the procedure so the sling was removed on (B)(6) 2016. The event was resolved.

Manufacturer narrative:
Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4194094. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.